Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device had scratches on the display window and cracked display window corner. (B)(4).

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was in the 20 mg/dl range. Customer lowered their basal rates per healthcare provider's instructions and continued to remain low. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.